Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately high blood glucose results compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained when the csr contacted the patient with follow-up questions from the medical surveillance specialist. The patient reported that the meter read inaccurately on (B)(6) 2015 at 2.30 pm when he obtained an alleged inaccurately high blood glucose result of 17.0 mmol/l. The patient manages his diabetes with insulin (self-adjuster). He reported that as a result of obtaining the elevated result, he increased his dose of insulin. He claimed that he later developed symptoms of "dizziness and sweating" which he self-treated with "sugar products intake, such as biscuits" at approximately 4:30pm. He reported that at 4:43pm on (B)(6) 2015, he obtained another alleged inaccurate high blood glucose result of "10.2 mmol/l" with the subject meter. He claimed that at 4:43pm, the ambulance service was contacted and at 5:00pm on (B)(6) 2015 a blood glucose reading of "2.6 mmol/l" as obtained on the emergency medical service meter. Based on statistical methodology, the calculated difference between the reported results falls outside lfs's criteria for accuracy. No other treatment or medical intervention was specified. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. However, the patient's testing steps were incorrect as the patient did not keep his test strips in the original vials, storing them instead in "another container" the csr educated the patient on the importance of storing the test strips correctly in the original vial. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate high readings on the subject meter, administered increased medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.